Event description:
A male underwent initial aaa repair in early 2007. The pt did not have a tortuous or calcified anatomy. The physician placed one flex main body and two iliac leg grafts. Over time, the vessel continued to dilate and a distal type I endoleak resulted on the right side so in early 2009, the physician placed two additional iliac leg grafts. The graft were placed to extend down into the external iliac artery. Pt is fine.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met needs of the user. Each device is shipped the instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. In regards to endoleaks, the assortment of zenith IFU specifically list several warnings and precautions that if properly followed, could reduce the occurrence of an endoleak occurring. In general these IFU's address patient selection, treatment and follow-up, key anatomic elements that may affect exclusion of the aneurysm, and effects of an inaccurately deployed stent graft. The device remains implanted and no images were provided to assist in this investigation. Although no films were provided to show continued iliac dilation, it may be possible dilation on the right side resulted in a compromised distal seal and subsequent endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.